Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. The event was discovered during device interrogation while the patient was in the hospital for an unrelated issue. The patient was unaware of the shock and questioned why an alert was not provided for the episode. Technical services (ts) discussed the latest transmission was before the shock episode. The device doesn't automatically transmit data, and the patient must transmit weekly. Ts was unable to view the episode due to no transmissions sent. No further information was provided by the health care professional (hcp). It was noted the patient was stable. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.